Event description:
Customer wasn't feeling well and was sweaty and pale. An ambulance was called. A blood glucose test was performed and the result was 264mg/dl. The customer was given a shot of glucagon and was taken to the hosp. The hosp tested their blood glucose and rec'd a result of 32mg/dl. Controls were run but results were not provided. A request was made for the return of the suspect device and a replacement was sent.